Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) and calibration recovered acceptably on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse cleaned all drains and identified a large buildup in the dilution mixer drain, removed the buildup, and flushed the drain, inspected all mixer impellers, auto aligned the dilution probe, sample probe, and all mixers, checked the aspiration of reaction washer lines and observed a hole in the reagent 1 (r1) aspirate tubing, replaced it, ran an auto check, precision check on crea_2, with replicates and quality control (qc), which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered higher than the erroneous result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed crea_2 result.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00020 on 16-jan-2025. Additional information (28-jan-2025): siemens further evaluated the event and concluded that an aspiration issue in the reaction washer lines, potentially contributed to the falsely depressed crea 2 result. The service activities mentioned in the initial report, along with the routine troubleshooting actions performed by the customer service engineer (cse), resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.